Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per spec due to low readings. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of threshold suspend from the sensor. The customer's blood glucose was 101 mg/dl while the sensor glucose reading was 48 mg/dl. The customer stated that she had problems at night with a lot of alarms with low, predicts and threshold suspend. The customer also had a cal factor at 13.360. The customer was advised if issue continues, to consider changing the sensor.